Event description:
It was reported that a spectrum pump displayed system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and evaluated. The unit was tested for 24 hours with no occurrence of the reported symptom. Review of the history log confirmed the reported symptom. The upper and lower auxiliary components were replaced as they are known contributors to the system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.